Manufacturer narrative:
Unit received with minor scratched lcd window, faded serial number label, cracked battery tube, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a crack on the reservoir compartment. The customer's blood glucose reading was 100 mg/dl. The insulin pump was replaced and will be returned for analysis.